Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent ilet alarm notifications that continued despite device volume being set to silent, which caused disruption during business meetings and concern about privacy. Symptoms included alarm fatigue and distress related to frequent critical alerts requiring acknowledgment. Outcomes included user inconvenience and interference with daily activities, with no injury, hypoglycemia, hyperglycemia, or hospitalization reported. Investigation included review of device alarm behavior and critical alert design that requires acknowledgment. Investigation of this case revealed that the device functioned as designed, with critical alarms operating per specifications to ensure user safety. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior.